Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: (B)(4). There was patient involvement.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: e2403 - no clinical signs symptoms or conditions. A1405 - improper flow or infusion. F26 - no health consequences or impact. There was patient involvement.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: e2403 - no clinical signs symptoms or conditions. A1405 - improper flow or infusion. F26 - no health consequences or impact. There was patient involvement. A report was received from health canada's canada vigilance program which states, "magnesium sulfate 1g in 100ml to infuse over 1 hr. Preprogrammed settings used, pump displayed 100ml/hr. Infused as piggyback. When I was in the room, I noticed the bag was almost empty. I overrode the rate to 25ml/hr, the bag emptied within minutes regardless of the rate put in. I have run 2 seperate piggyback infusions (cipro and flagyl), they both ran at the correct rate/time. I asked a second nurse to check my setup and the pump settings, everything was set up properly. The magnesium infusion infused in 20min. Dr. Aware."

Manufacturer narrative:
Omit : a140504 - inaccurate delivery (2339). Correction: describe event or problem, concomitant med prod data, initial reporter addr 1, initial reporter city. Imdrf annex a code. Additional information : medical device serial #, initial reporter zip, device manufacture date, imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.